Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, yellow particles, broken shell and an opening. A microscopic analysis was performed which identified a striated opening in the anterior consistent in the use of some surgical tool and a sharp break in the posterior side. Based on the device analysis the final assessment is: a striated opening on radius side due to surgical damage and a sharp break on posterior due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.